Event description:
It was reported that unspecified pump issues occurred. There was no reported adverse impact to customer's blood glucose level. The customer continued to use the pump for insulin therapy. Upon follow up, it was reported the issue was resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.